Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was admitted to the ICU after a fall on the same date and with blood glucose (bg) 457mg/dl. The patient's bg at the time of arrival to the emergency room (ER) was 442mg/dl. The ER reportedly treated the patient with insulin and fluids and removed the pump. The patient was reportedly transferred to the ICU for monitoring and bg at the time of the call to animas was reportedly 242mg/dl. There was reportedly no additional insulin given in the ICU. The patient reportedly remains off the pump. The patient has reportedly been experiencing elevated bgs since (B)(6) 2013. The patient had reportedly changed the infusion set and cartridge and used a new vial of insulin that same morning. The patient was unavailable for troubleshooting at the time of the initial contact. The reporter could not confirm if illness or some other medical issue could explain why the patient fell/passed out. Customer technical support made multiple attempts to follow up with the patient for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly received medical treatment for hyperglycemia while using insulin pump therapy. The patient reportedly fell and/or passed out and it is unclear at this time if the incident was related to diabetes or to some other medical issue. The pump could not be ruled out as a cause or contributor, as troubleshooting could not be completed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.